Event description:
Event description guidant received information that this bmw guidewire was successfully inserted into the lead, and the lead was successfully positioned. During removal of the guidewire, however, the wire became stuck in the lead. Both the lead and the wire were removed, and a portion of the wire remained within the patient. Using fluroscopy, the physician was able to successfully retrieve the separated portion of the wire. The lead was subsequently successfully positioned without further complication. To date, there have been no reported patient symptoms associated with this clinical observation.